Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was not able to collect lead impedance measurements for periods of time. The device was reprogrammed and impedance measurements were obtained. The device remains in use. No patient complications have been reported as a result of this event.